Manufacturer narrative:
No pt injury nor medical intervention was reported. The field technician checked all pump rotors, pump speeds and pressure sensors. All scales were within MFR's specs. The field tech also installed and primed tubing set without alarms. Ran pt simulated run without problems. The tech was unable to duplicate reported condition.